Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurated stent graft and its components were implanted in a patient for endovascular treatment of a 7.2 cm abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 22 mm. It was reported that the length of the aneurysm neck was 4 cm with an approximately 60-degree angulation. Vessel morphology is unknown. The patient has a history of coronary artery disease and hypertension. It was reported that the bifurcated device was pulled down too far below the renal arteries at implant; therefore, an aortic extender cuff was implanted proximally. A type I proximal endoleak was still present at the end of the procedure, but no additional extender cuffs were available at the user facility, and the procedure was terminated. Two days later, two aortic extender cuff and an iliac limb were implanted, and the type I endoleak was resolved. It was reported that computerized tomography (CT) scan performed in 2002 showed no evidence of migration or endoleak. Five months later, the patient preesnted to the emergency room with weight loss and gastrointestinal bleeding. A CT scan showed that the aneurysm diameter had increased to 7.8-7.9 cm and there was evidence of air in the aneurysm, confirming suspicions of an aorto-jejunal fistula. It was reported that there was a leak in the proximal portion of the stent graft and that there was no overlap between the aortic cuffs and the bifurcated stent graft; therefore, the decision was made to explant the stent graft that day. It was reported that the patient is not doing well after the explant procedure; however, no additional information has been provided. The explanted stent graft has been received by medtronic ave, and its analysis is pending.